Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The baker grade of the capsular contracture is iii. On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that bilateral rupture was observed upon explantation. However, additional information revealed that upon explantation the left-sided device was found to have a small leak, and the right-sided device was found to be intact. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.7 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 490cc, right: 510cc) and experienced bilateral capsular contracture (unknown grade) and rupture postoperatively. Due to the bilateral capsular contracture, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses left catalog #: 3505501bc, left serial #: (B)(4), right catalog #: 3505751bc, right serial #: (B)(4) on (B)(6) 2021. Upon explantation, the implants were found to be ruptured. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.